Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would take longer to charge. The patient underwent a revision procedure where the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively and the explanted ipg was not returned.